Event description:
A nurse reported an intraocular lens (iol) implant was exchanged due to a patient experiencing blurry vision following bilateral iol implant procedures. Additional info was received from an assistant who reported that the pt experienced poor quality of vision and severe halos that continue. The surgeon reported the pt was found to have posterior capsular opacification. The surgeon reported the use of an unapproved handpiece and viscoelastic during the procedure. There are two medical device reports associated with this event. This report if for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(6) 2013. (B)(4).